Event description:
Last night we had a patient (a bed-bound patient) fall from their kreg bed last night. I am doing the investigation, but it seems like the lower siderail wasn't in the full upright position and the patient was offloaded with wedges towards that side. It seems as if when the mattress inflated in pushed the patient far enough that they slid through the gap on the rails and fell to the ground. Luckily, there was no injury. The nurse had also disclosed that there was a 35 degree wedge under the patient at the time of the fall.

Manufacturer narrative:
A reported incident involving a patient falling under the supervision of the nurse manager in the unit was received. The nurse involved stated that additional wedges were placed under the patient, and during rotation, the lower side rail on the bed was in the lowest position, resulting in the patient sliding off the bed, no injuries were reported. Following the incident, the device was returned and inspected. No anomalies were found, and all functions were confirmed to be operating as intended.